Event description:
It was reported during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section of the guidewire was peeled off. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.

Manufacturer narrative:
Device is not available for evaluation.

Manufacturer narrative:
The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The good faith effort attempts have been completed in our effort to obtain answers to follow up questions. However, as of today, no response has been received; therefore, the investigation will proceed with the information currently available. Should the device became available in the future, the parent record and investigation will be reopened and addressed accordingly. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. H3 other text : device is not available for evaluation.

Event description:
It was reported during a mechanical thrombectomy procedure in patient with ischemic stroke, the hydrophobic proximal section of the guidewire was peeled off. The physician replaced the subject device and completed the procedure without clinical consequences to the patient.